Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that in the cath lab a female pt was having an intra-aortic balloon (iab) inserted with a super arrow-flex (saf) sheath. They have noticed serious difficulties on the insertion of the iab through the saf introducer. These difficulties has caused them to replace two saf introducers and use a non saf introducer via the other femoral artery. There was no pt death, complications or injuries. The delay in therapy was 20 minutes while another catheter was successfully placed. The pt is listed as "fine." Reference MDR # 1219856-2010-00673 for the second event involving the same pt.